Event description:
The facility representative contacted baxter to report an infusor in which there was a no flow. The event occurred while the device was attached to a patient. There was no adverse event, patient injury, or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). The device is not available to baxter for evaluation. Therefore, the reported condition cannot be confirmed nor duplicated. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). A follow-up medwatch report will submitted when the evaluation results or if additional information becomes available.